Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice during drain two of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the patient with ending therapy. The patient was advised to start therapy over using new supplies or to complete therapy using manual exchanges. There was no patient injury or medical intervention reported. No additional information is available.